Event description:
There were two cases reported where a biorci ha screw broke during insertion. The first case was reported as the surgeon not having the driver completely seated in the screw before beginning insertion. In addition, the surgeon failed to use the starter and tap as indicated in the IFU. A second case was reported as, the surgeon had properly seated the driver but failed to use the starter and tap as indicated in the IFU.